Event description:
It was reported to philips that the device had a therapy test failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
He dfm100 assy therapy was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the therapy pca was inspected. The reported issue was verified in lab testing. However, after troubleshooting, the root cause could not be determined. Based on the information available and the testing conducted, the cause of the reported problem was with the therapy pca. However, the root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The therapy pca was replaced returning the device to full functionality. However, the root cause could not be determined. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by local philips customer support personnel and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that there was a therapy test failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy therapy was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the therapy pca was inspected. The reported issue was verified in lab testing and the results indicate the therapy pca failed for d36 being defective. Based on the information available and the testing conducted, the cause of the reported problem was with the therapy pca failing for the d36 being defective. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The therapy pca was replaced returning the device to full functionality. However, the root cause could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was the therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.